Manufacturer narrative:
The company representative able to confirm the reported event. It was discovered that the customer was using an adapter for the illuminator module and did not know how to use it. Additionally, the customer was using the light port for the laser. The customer was then instructed on proper system use. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to customer misuse, as the customer did not know how to use an adapter for the illuminator module and was using the light port for the laser. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic surgical console presented with light coming from light port when there was no laser in the port. Procedure details and patient harm were not reported. Additional information has been requested none received till date.